Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection was performed. It was noted that the flat cable of the keypad was disconnected from the sensor board, which was determined to be the cause of the inoperative keypad. To correct the condition, the cable was reconnected to the sensor board. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an inoperative keypad. The issue was discovered before use. There was no patient involvement or patient injury indicated when this report was received. No additional information is available.

Manufacturer narrative:
(B)(4). Should relevant information become available, a supplemental report will be submitted.